Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained. Was any portion of the target tissue stapled or cut when the device jammed? If yes, were the staple line and cut line approximately equal in length? The surgeon used a cartridge 45 mm in a device 60 mm, the device got jammed. Was the device locked on tissue with the jaws closed? No. If yes, how was the device removed? Na. Did the jaws eventually open? Unk. How was the procedure completed? With another device.

Event description:
It was reported that during a hepatectomy procedure, the device was jammed, it could not be opened anymore. There were no adverse consequences for the patient. One device was discarded.